Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that users were unable to remove medications from drawer, although the user successfully retrieved the medications from a different pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced the drawer board, drawer controller board and row board cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.